Event description:
The physician was using a resolute integrity rapid exchange (rx) drug-eluting stent for treatment of a lesion in the mid/distal rca. The lesion exhibited 80% calcification and 90% stenosis at bend of rca and pla. Pre-dilation was performed and there was 80% stenosis post pre-dilation. The device passed through previously deployed stents in proximal rca. The device was unable to cross the lesion and during removal, the stent caught on the guideliner and dislodged. The stent was successfully removed from the patient. Ballooning was then used to treat the target lesion. The patient is fine post procedure and no clinical sequelae were reported. There were no abnormalities noted during prep/inspection prior to use. Evaluation summary: the delivery system, dislodged stent and guideliner were returned. The stent was severely stretched and deformed. Crimp impressions were visible along the balloon. The guideliner was kinked.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent dislodgement), patient's condition affected effectiveness of device (80% stenosis/calcification), related to another device/drug (stent caught on guideliner during retraction). Conclusion results: another device caused failure (stent caught on guideliner during retraction), device failure/lack of effectiveness related to patient condition (80% stenosis/calcification).